Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge her ipg. A new charger was shipped to the patient, but the patient was still unable to charge her ipg. The ipg lost communication with external devices. As a result, the patient underwent ipg replacement.